Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported they initially thought the patient¿s wireless recharger wasn¿t working, but clarified to mean they thought it wasn¿t working because the patient had a CT scan about 2 weeks ago and since then the patient's tremors were terrible and therapy had been shut off. During the call the consumer used the communicator and got the select communicator screen, and were able to pair the communicator and the handset. When the consumer attempted to connect with the patient's implant, they got the no device response, but this was due to them not placing the communicator on the implant. The device was repositioned, and they were successful to connect. Once connected with the patient's implant, they saw therapy was off (it was unknown how it turned off) but were then able to turn therapy on. The patient did a big "whoa" in their jaw, felt a surge sensation in the jaw, and felt a "heavy jolt" when turned therapy on. It took a while for it to subside in the patient's jaw after initially turning therapy on. At this time, it was confirmed the battery was 100% charged. It was mentioned the patient had let the battery get below 20% several times, but the date that occurred was unclear. The sensation the patient felt when stimulation was turned on was minimal but still there at this time. The patient was redirected to their healthcare provider to further address the issue/discuss symptoms.